Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Troubleshooting was needed for the patient programmer. The patient had poor communication on pp (patient programmer). The patient use an antenna. Confirmed antenna was secure and sync with ins (stimulator) and this did not resolve reported issue. Symptoms reported was pain. Location of symptoms reported was in legs. Patient commented that it might be rheumatism as when he was walking it was fine. Event date for poor communication screen was on (B)(6) 2016. Pain in legs was on (B)(6) 2016. Won¿t do telemetry with or without antenna. Programmer was returned. The patient later called back stating he would like to respond to the letter he received. The circumstances that led to the pain in the patient¿s legs was reported as the implant was not working so he decided to turn the implant off for 2 months. Steps taken to resolve the pain in your legs was the patient went to the hospital and they told him the pain could be due to arthritis. Patient stated they gave him medication but the medication were not helping with the pain. The replacement of the patient programmer resolved the poor communication issue. Patient was able to change to program 5. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.